Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the control body fluid damage, the body cover grip fluid damage, the side body cover fluid damage, the mechanical base plate fluid damage, the remote control wire fluid damage, the light guide cable fluid damage, the lg prong fluid damage, the junction case fluid damage, the junction case fluid damage, the lg connector fluid damage, the light guide cable for prong fluid damage, the shield cover fluid damage, the lg cable connector housing fluid damage, the control body broken, the u/d lock lever broken, the objective lens cracked, the bending rubber stretched, the insertion flexible tube crushed, and the angle wire hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).